Event description:
It was reported that a motor stall occurred due to the pt having MRI. The event logs indicated the motor stall occurred the day of the MRI with a tube set error message two days later. A motor stall recovery message appeared over two months later. It is unknown if the correct residual volume was in the pump. The pt had not experienced any withdrawal symptoms.

Manufacturer narrative:
.